Manufacturer narrative:
(B)(4). The pipeline flex was discarded at the site and will not be returned for evaluation. The device was not returned for analysis; therefore the complaint could not be confirmed. An event cause could not be determined from the reported information.

Event description:
Medtronic received information that a pipeline flex did not open completely during a procedure. The patient was being treated for an aneurysm in the left ophthalmic internal carotid artery (ica). Max diameter was 1.04mm and neck width was 4.20mm. Landing zone artery size was 3.75 mm distal and 4.77 mm proximal. The vessel was moderately tortuous. A continuous heparinized saline flush was used during the procedure. It was reported that the pipeline flex was attempted to be opened along a curve. When deployed, the pipeline flex was only three-quarters open on the distal end; the remainder of the device opened normally. The physician resheathed the device one time, which was not successful in opening it. The pipeline flex was removed. The procedure was completed using a new pipeline flex of a different size. Post-procedure angiographic result was slow flow into the aneurysm. There was no report of patient injury as a result of this event.